Event description:
The customer reported approximately 30 ml of clear fluid leaked from the coulter lh 780 hematology analyzer during startup. The customer indicated that the leak was not contained within the instrument. The customer stated that the instrument generated high laser offset voltage and no scatter results for differential and retic latron runs. The customer was wearing personal protective equipment consisting of a laboratory coat and gloves at the time of the event and no injury or exposure was reported. No erroneous results were generated and there was no change or effect to patient treatment in connection with this event.

Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer's site. The customer informed the fse that they had re-attached the disconnected tubing on the lower sheath restrictor prior to the fse's arrival to resolve the issue. The fse evaluated the instrument and proceeded to replace and adjust a faulty light scatter preamplifier to resolve the light scatter issue which was not reported by the customer initially. The fse indicated that the reported leak did not contribute to the light scatter preamplifier failure. Failure mode of the event is attributed to a disconnected lower sheath restrictor tubing which was re-attached by the customer; the fse also discovered a faulty light scatter preamplifier while evaluating the instrument. (B)(4).